Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-2153) on 28-oct-2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain"), varicose veins pelvic ("varicose veins in my fallopian tubes"), kidney infection ("kidney infections"), inguinal hernia repair ("ovary was attached to the scar tissue developed after hysterectomy/ right inguinal repair"), metal poisoning ("nickel poisoning") and pulmonary congestion ("congestive syndrome") in a (B)(6) female patient who had essure inserted for birth control and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 ((B)(6)) and multigravida. Patient had complications during her pregnancies. Both boys were born premature, first at 10 weeks early and second at 14 weeks early. Previously administered products included for an unreported indication: iud from 2008 to 2009 and yaz from 2005 to 2006. Concomitant products included medroxyprogesterone (depo provera) in 2009. On an unknown date, the patient started analgesics at an unspecified dose and frequency. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("gaining weight, weight gain"), abdominal pain lower ("excruciating pain in my lower abdominal area, constant lower abdomen pain(stabbing, pulling, burning)"), urinary tract infection ("uti's"), pulmonary congestion (seriousness criterion medically significant), back pain ("chronic lower and mid back pain (burning pressure)") and bone density decreased ("loss of bone strength"). In 2012, the patient experienced migraine ("chronic migraines"), fungal infection ("yeast infections"), renal disorder ("kidney problems"), restless legs syndrome ("restless legs") and headache ("headache (constant exploding feeling all over head)"). In (B)(6) 2012, the patient experienced depression ("depression") with asthenia and fatigue, anxiety ("anxiety") and insomnia ("insomnia"). In 2013, the patient experienced tooth disorder ("dental issues (root canal, two crowns, and several cavities later)") and dyspareunia ("inability to have sexual intercourse"). In (B)(6) 2014, the patient experienced varicose veins pelvic (seriousness criteria medically significant and intervention required). In 2014, the patient experienced spondylitis ("arthritis in my back and neck"). In 2015, the patient experienced allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel (arm, plus finger turns blue from nickel containing jewelry)"). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant), inguinal hernia repair (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), abdominal distension ("bloated, bloating") with discomfort, urinary incontinence ("bladder incontinence or inability to empty my bladder all the way"), urinary retention ("bladder incontinence or inability to empty my bladder all the way"), abdominal pain upper ("sharp pain in stomach"), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), cystitis ("bladder infections"), dysmenorrhoea ("painful menstrual cycles") and weight decreased ("weight loss"). The patient was treated with eszopiclone (lunesta), naproxen, surgery (complete hysterectomy to remove essure) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, abdominal pain lower, depression, abdominal pain upper, back pain and insomnia had resolved, the varicose veins pelvic, kidney infection, inguinal hernia repair, metal poisoning, urinary incontinence, urinary retention, tooth disorder, spondylitis, migraine, anxiety, pulmonary congestion, fungal infection, renal disorder, bone density decreased, restless legs syndrome, dyspareunia, allergy to metals, mental disorder and cystitis outcome was unknown, the weight increased, urinary tract infection, dysmenorrhoea and weight decreased was resolving and the headache had not resolved. The reporter provided no causality assessment for allergy to metals, anxiety, back pain, bone density decreased, cystitis, dysmenorrhoea, dyspareunia, fungal infection, headache, inguinal hernia repair, insomnia, mental disorder, pelvic pain, pulmonary congestion, renal disorder, restless legs syndrome and weight decreased with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, depression, kidney infection, metal poisoning, migraine, spondylitis, tooth disorder, urinary incontinence, urinary retention, urinary tract infection, varicose veins pelvic and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement : (B)(6). She did have exploratory surgery in 2015 to check for bladder or organ prolapse post hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: varicose veins on her fallopian tubes. Patient undergone essure confirmation test (hsg ) in (B)(6) 2009. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporter, patient dob, height, essure start and removal date updated, indication, treatment drug, historical conditions, new events anxiety, chronic pelvic pain, congestive syndrome, lower back pain, fungal infection, kidney problem, loss of bone strength, restless legs, inability to have sexual intercourse, insomnia, headache, allergic to nickel, psychological condition, painful menstrual cycle, weight loss added. Outcome for the event depression, lower abdominal pain, back pain, pelvic pain, insomnia added as recovered / resolved, for the event headache added as not recovered / not resolved and for weight gain, painful menstrual cycles, weight loss as recovering / resolving. Essure legal manufacture has changed from bayer healthcare (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 28-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, pain'), varicose veins pelvic ('varicose veins in my fallopian tubes'), kidney infection ('kidney infections'), inguinal hernia repair ('ovary was attached to the scar tissue developed after hysterectomy/ right inguinal repair'), metal poisoning ('nickel poisoning') and pulmonary congestion ('congestive syndrome') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included analgesics for pelvic pain female and low back pain. The patient's medical history included parity 2 ((B)(6) 2007 and (B)(6) 2008), gravida ii, inguinal hernia, inguinal hernia, post-traumatic stress disorder, restless legs syndrome and hernia repair. Patient had complications during her pregnancies. Both boys were born premature, first at 10 weeks early and second at 14 weeks early. Previously administered products included for an unreported indication: iud from 2008 to 2009 and yaz from 2005 to 2006. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo provera) in 2009. On an unknown date, the patient started analgesics at an unspecified dose and frequency. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excruciating pain in my lower abdominal area, constant lower abdomen pain(stabbing, pulling, burning)"), urinary tract infection ("uti's"), pulmonary congestion (seriousness criterion medically significant) and back pain ("chronic lower and mid back pain (burning pressure)") and was found to have weight increased ("gaining weight, weight gain") and bone density decreased ("loss of bone strength"). In 2012, the patient experienced migraine ("chronic migraines"), fungal infection ("yeast infections"), renal disorder ("kidney problems"), restless legs syndrome ("restless legs") and headache ("headache (constant exploding feeling all over head)"). In (B)(6) 2012, the patient experienced depression ("depression") with asthenia and fatigue, anxiety ("anxiety") and insomnia ("insomnia"). In 2013, the patient experienced tooth loss ("dental issues (root canal, two crowns, and several cavities later)/dental issues") and dyspareunia ("inability to have sexual intercourse"). In 2014, the patient experienced spondylitis ("arthritis in my back and neck"). In (B)(6) 2014, the patient experienced varicose veins pelvic (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel (arm, plus finger turns blue from nickel containing jewelry)"). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), abdominal distension ("bloated, bloating") with discomfort, urinary incontinence ("bladder incontinence or inability to empty my bladder all the way"), urinary retention ("bladder incontinence or inability to empty my bladder all the way"), abdominal pain upper ("sharp pain in stomach"), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), cystitis ("bladder infections"), dysmenorrhoea ("painful menstrual cycles"), bladder injury ("bladder damage due to surgery/ thinning bladder wall") and bladder dilatation ("bladder distension"), underwent inguinal hernia repair (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with eszopiclone (lunesta), naproxen and surgery (complete hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, abdominal pain lower, depression, abdominal pain upper, back pain and insomnia had resolved, the varicose veins pelvic, kidney infection, inguinal hernia repair, metal poisoning, urinary incontinence, urinary retention, tooth loss, spondylitis, migraine, anxiety, pulmonary congestion, fungal infection, renal disorder, bone density decreased, restless legs syndrome, dyspareunia, allergy to metals, mental disorder, cystitis, bladder injury and bladder dilatation outcome was unknown, the weight increased, urinary tract infection, dysmenorrhoea and weight decreased was resolving and the headache had not resolved. The reporter provided no causality assessment for allergy to metals, anxiety, back pain, bone density decreased, cystitis, dysmenorrhoea, dyspareunia, fungal infection, headache, inguinal hernia repair, insomnia, mental disorder, pelvic pain, pulmonary congestion, renal disorder, restless legs syndrome and weight decreased with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, bladder dilatation, bladder injury, depression, kidney infection, metal poisoning, migraine, spondylitis, tooth loss, urinary incontinence, urinary retention, urinary tract infection, varicose veins pelvic and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement : 165 lbs. She did have exploratory surgery in 2015 to check for bladder or organ prolapse post hysterectomy. Operative procedure: the right ovary and fallopian tube were normal. Left ovary and fallopian tube were normal. Cul-de-sac was normal. Uterus was normal. Anterior cul-de-sac was normal as well. Both ureters were identified. A halo was then used to coagulate the mesosalpinx and both fallopian tubes were separated. We then pulled the uterus through the vagina well without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: result un available. Ultrasound scan - in (B)(6) 2014: results: varicose veins on her fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia, depression, anxiety, dysmenorrhea." Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: bladder injury and bladder dilation were added. On 20-mar-2020: no new information received. On 20-mar-2020: no new information received. On 20-mar-2020: event loss of teeth was added. On 20-mar-2020: no new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.